Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol flat mesh device may have caused or contributed to the reported event. On (B)(6) 2014 the patient underwent a procedure. The operative report details for the (B)(6) 2014 procedure provided indicated ¿the prior sacrocolpopexy graft (davol flat) appeared to be well applied to the anterior and posterior vaginal walls as well as the sacrum and decision was made to shorten the graft length only and that was accomplished with four ethibond sutures.¿ the patient has a complex history however other than shortening the graft length for reasons undisclosed no specific allegations have been attributed to the bard/davol flat mesh. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2013: the patient underwent a 3 part procedure which included exploratory laparotomy, lysis of bowel adhesions, abd sacrocolpopexy with implant of a bard/davol flat mesh, cystoscopy, rectopexy with implant of a non bard/davol gynecare soft mesh. Per the operative report details, ¿and the polypropylene mesh (davol flat) was trimmed to fit the size of the vaginal dissection and sutured anteriorly and posteriorly to the vaginal walls.¿ on (B)(6) 2013: the patient was diagnosed with pelvic pain, recurrent urinary incontinence and constipation secondary to obstructed defecation from enterocele. She underwent an additional surgical procedure which included laparoscopy, lysis of adhesions, halban culdoplasty. On (B)(6) 2014: the patient was diagnosed with extrusion and erosion of the non bard/davol tvt mesh. She underwent a partial explant of the non bard/davol tvt mesh. No mention of any visualization or involvement of the bard/mesh was included in the details provided. On (B)(6) 2014: the patient was diagnosed with defactory dysfunction, recurrent stage 1 pelvic organ prolapse, back pain, recurrent stress urinary incontinence and underwent an abd moschowitz, burch urethropexy and cystoscopy procedure. The operative details provided indicated ¿the prior sacrocolpopexy graft (davol flat) appeared to be well applied to the anterior and posterior vaginal walls as well as the sacrum and decision was made to shorten the graft length only and that was accomplished with four ethibond sutures.¿